Manufacturer narrative:
The battery was returned and sent to external lab for evaluation. Review of the receiving inspection records confirmed that the associated device met all requirements for release. The alarm files revealed a critical battery alarm on (B)(6) 2016 at 13:43:20, where (B)(4) registered a capacity at (B)(4) relative state of charge. A critical battery alarm logs when a battery drops below (B)(4) rsoc. The data point prior to the alarm revealed that (B)(4) was the secondary power source and had (B)(4) rsoc. Alarm files revealed multiple critical battery alarms after 13:43:20, where the battery was registering 0% and (B)(4) rsoc values. The (B)(4) rsoc values were likely the result of the patient disconnecting and reconnecting the battery in an attempt to troubleshoot the reported event. No fault statuses were recorded during the event. Typical communication errors will drop the rsoc to 0% rsoc. During this instance, the battery was not the active battery, yet still dropped capacity. Given that the capacity dropped to (B)(4) rsoc may be indicative of an estimation error. The most likely root cause of the reported event can be attributed to an estimation error, which resulted in the battery's capacity to drop below (B)(4) rsoc, triggering a critical battery alarm. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times.. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Sent to external lab for evaluation.

Event description:
It was reported that while driving this patient heard a high priority alarm (critical battery 2). The patient disconnected the critical battery and tolerated the "power disconnect" until he was at home to reconnect a new power source. The second battery capacity was about <75% (3 green led) at the time. The battery was replaced with out consequence to the patient. No further information was provided.